Event description:
It was reported the pt's ipg was explanted and replaced with a smaller model. According to the physician the ipg was protruding and moving around inside the pocket causing discomfort.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.